Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cough and irritation. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found dust/dirt and fibrous contamination throughout device enclosure and air path. The manufacturer also found evidence of water ingress on blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the evidence of water ingress and presence of contamination in the air path that source external to the device.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Box b2 was corrected to other serious or important medical events. (Previously it was blank). Box h1 was changed from malfunction to serious injury. Box h6- health effect - impact code was updated.